Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh 2x were implanted. It was reported that he underwent multiple mesh revision surgeries on (B)(6) 2014 and on (B)(6) 2015 due to adhesion and recurrent hernia. No additional information was provided.